Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl. The patient reported cannula being unsure if the cannula was properly seated. For treatment, the parent changed out the pod. The pod was discarded.